Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for service. During servicing of the device, it was found to be overheating. It is known that the device was not used in surgery. There was no pt or user injury reported. There was no medical intervention reported. No add'l info should become available, this notification will be updated accordingly.